Manufacturer narrative:
Product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis within its introducer sheath, inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. The reported rebar 27 microcatheter was not returned with the solitaire device. Damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, with no damage noted. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was in good condition. No kinks or bends were found on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery¿ and ¿kink/damaged¿ reports were confirmed, as the teardrop struts on the returned solitaire fr 6-30 stent device were kinked. The damage likely occurred when the customer advanced the solitaire fr 6-30 stent device through the reported rebar 27 microcatheter under resistance. However, the cause of the resistance could not be determined. Possible causes of resistance include an incompatible/damaged microcatheter, vessel tortuosity, the user uses the same microcatheter with multiple solitaire fr stents, burrs, bumps, kinks, or other damage on the stent, the user does not maintain the correct flush rate, rhv loose during delivery, and a lack of continuous saline/heparinized saline flush during delivery. In this event, the reported rebar 27 microcatheter was compatible with the solitaire fr 6-30 stent device, which has a labeled inner diameter (ID) of 0.027 inches, and the customer reported no damage. It was stated that the vessel tortuosity was moderate, and a continuous saline flush was administered and maintained, which rules out a microcatheter that was incompatible or damaged, vessel tortuosity, and a lack of continuous saline/heparinized saline flush during delivery as possible causes. Therefore, if the user uses the same microcatheter with multiple solitaire fr stents, burrs, bumps, kinks, or other stent damage, does not maintain the correct flush rate, or the rhv loosens during delivery, any of these factors could have contributed to the resistance report. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage to the catheter observed after removal.

Manufacturer narrative:
Continuation of d10: product ID 105-5082-145 (d033905); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a middle cerebral artery thrombectomy to treat an ischemic stroke in the right middle cerebral artery, s ignificant resistance was encountered while delivering the solitaire fr 6x30 stent through the rebar 27 microcatheter in the mid-segment of the vessel. The resistance was in the middle of the catheter. Upon removal and inspection, the stent was found to have a kin k at the detachment point. The stent was replaced with a new device of the same model, and the procedure was completed successfully. No patient complications have been reported as a result of this event. The devices were prepared according to the instructions for use (IFU). The stroke onset to reperfusion time was 4 hours. The patient's vessel tortuosity was moderate. Ancillary devices include a g-max guide catheter.